Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having issues with frequent urination mostly in the afternoon. The patient noted that once they drank even just a glass of water they would urinate 2-3 times. The patient notified their managing healthcare provider (hcp) of their concern and the hcp sent an message to the patient advising them to call patient services to get assistance changing to program 7. When the patient connected to the ins during the call, the app indicated that the therapy was off and program 1 was active. The patient changed to program 7 and increased the amplitude until they felt stimulation. The patient initially stated that the stimulation felt comfortable with the amplitude at 0.7 ma, but moments later they said it felt strong. Agent reviewed that the patient could decrease the amplitude if desired. The patient understood. The patient will continue to monitor symptoms. The patient turned the therapy off before that surgery, and they kept it turned off for a while because they "still had the boot" for 6-7 weeks. The patient said they turned the therapy back on a month or two ago.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.